Event description:
I had surgery on (B)(6) 2015 to remove hardware from a previous spinal fusion. The dressing used to cover the incisions was aquacel ag surgical dressing. Initially, I had some itching at the location of the dressing, which worsened. When it was removed 7 days post-surgery, it was evident that I was having an allergic reaction/contact dermatitis due to the adhesive on the dressing (redness, blistering). The severe blistering, redness, rash and itching continued to worsen causing severe pain and ultimately led to a staph infection due to the breakdown of the skin in that area.